Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0amn0, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient still had concerns regarding their device or therapy but was working with health care provider or manufacturer representative. The patient appointment was scheduled (B)(6) 2015 and would be replaced.

Event description:
It was reported that the patient had a knee MRI the day prior to the report that caused her to jump and smell burning. It felt like she was having an electric shock up her rectum. She jumped about three times and then they stopped the MRI. A manufacturer representative (rep) later interrogated the implantable neurostimulator (ins) and found it was on and set to 0.5 volts. The patient stated that before the MRI it was only set to 0.3 volts. Since the MRI she had experienced a complete return of symptoms, including leaking, use of pads, and getting up at night. The rep attempted to run impedances at 0.5 volts, but the patient could not tolerate the amplitude, so the impedance test was cancelled. Follow-up information received from the healthcare provider (hcp) confirmed that the system was affected by electromagnetic interference (emi). The internal device was affected and there was no power on reset (por). The device was no longer functional. The patient recovered without permanent impairment.